Event description:
New information received notes that the patient received inappropriate hv therapy. Further programming changes were suggested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room, after receiving hv therapy during a vf episode. Some oversensing which was not reproducible by isometrics and deep breathing was also noted. Programming changes were made and patient was monitored. Few more oversensing episodes were noted since device reprogramming. No changes were made. Patient was doing fine.